Manufacturer narrative:
D10: concomitant devices: 3661308 188-01-12 - wedge plasma x/o sz 12, 3887150 180-01-60 - nv crown cup clstr hole 60mm group 4, 3976793 188-01-12 - wedge plasma x/o sz 12, 4026248 170-36-00 - biolox delta femoral head 36mm od, +0mm, 4026255 170-36-00 - biolox delta femoral head 36mm od, +0mm, 4056971 180-01-60 - nv crown cup clstr hole 60mm group 4, 4121163 180-65-25 - alteon 6.5mm screw, 25mm, 4121261 180-65-25 - alteon 6.5mm screw, 25mm, 4121754 101-05-30 - 3.2mm drill bit30mm 1pk. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 103 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, bilateral hip pain, and periprosthetic osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.